Event description:
Reporter indicated that the pt was experiencing an increase in seizures, above pre-vns baseline. The physician reported that he believes the generator may be nearing end-of-service. A battery life calculation indicated that the generator should be at end-of-service based on the pt's programming history. Diagnostics indicate that generator is delivering programmed setting. Diagnostics also indicate that generator is not at end of service. Generator replacement surgery is planned because the physician believes the generator is at end of service and is resulting in the increase in seizures.